Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 07-mar-2023. The device evaluation was completed on (B)(6) 2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed that there was a reddish material inside the pebax and a hole on the surface of the tip area. The device was connected to a carto 3 system, and the device was recognized and visualized; however, error 106 appeared on the system. The hole at the pebax could be related to the issue found and the issue reported by de customer. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole at the pebax. Initially, the thermocool® smart touch® sf bi-directional navigation catheter was inserted for left atrium (la) mapping, then the force sensor error appeared. They tried to change the cable but (106) force catheter sensor error message did not resolve. After changing the thermocool® smart touch® sf bi-directional navigation catheter, the issue cleared. It worked well. No patient consequences were reported. The force sensor error 106 was assessed as non reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023, they observed reddish material inside the pebax and a hole on the surface of the tip area. The hole on the surface of the tip area was assessed as MDR reportable for a hole at the pebax. The awareness date for this reportable lab finding was (B)(6) 2023.